Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep got a call yesterday from a neurosurgeon saying that the patient was brought to the ER and they suspected withdrawal; the patient's only symptom was itching. The rep stated that they couldn't do a dye study as the patient was allergic to the dye, but the aspirated the catheter and that looked fine. The rep stated that the hcp decided to replace the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000mcg/ml at 550 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was brought into the emergency department (ed) for pruritus. The catheter was successfully aspirated. The surgeon decided to prophylactically replace the pump. It was unknown if there were external factors involved. Actions taken included giving the patient a nokia. The event was resolved.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include, but is not limited to visual inspection, alarm output, motor function and dispense testing. The returned device passed, all testing in the laboratory. And no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the patient's pruritus was not determined. The rep also stated that the hospital had the pump and was instructed to send it back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.